Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent an unknown breast augmentation with unknown saline breast implants which the patient reported issues with nervous system, severe back neck pain, joint pain, skin irregularities, fatigue, headaches, spinal stenosis, cervical stenosis, and deflation of left side. Patient expressed removal of both implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.